Manufacturer narrative:
The product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical manager reported that following an intraocular lens (iol) implant procedure, a patient experienced poor vision. The iol was replaced for another lens six weeks following the initial implant procedure. Additional information has been requested.